Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered atrial pacing while the patient was in atrial flutter. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.